Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was noted that the patient had two implantable neurostimulators. One was a spinal cord stimulator and one was for urinary stimulation. Both of the devices were implanted in the patient¿s right buttock area. One of the two implantable neurostimulators moved to the left side on its own about 3 days prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.